Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display and buttons not responding. Customer's blood glucose level was 8.7 mmol/l. Customer states insulin pump buttons did not begin to work in less than 5 min without battery change. Customer reports the screen was not completely blank. Customer states alarm occurred during the time that the buttons were not responding. Customer advised the pump will need to be replaced. Advised to revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify frozen screen due to unresponsive buttons.